Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to reproduce customer complaint. Performed troubleshooting final test and results were failing, vent failed at tidal volume & flow performance. Tidal volume & flow performance failed for non-conformance with measured bias flow and measured vti. Both measured bias flow and vti were below lo spec. Bench testing revealed flow valve is creating the non-conformance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with lap top ventilator 1150 for switching from pressure mode to volume mode while device was on a patient. The customer confirmed that patient discomfort was noted, but no harm indicated. Patient was immediately placed on a backup ltv-1150 that was in the customer's possession.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests using customer settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.